Event description:
A report was received that the patient had pain at the pocket site and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-2366-50, serial/lot #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.